Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nurse practitioner (np) patient had one round of a cardioversion today, but now when they attempted to interrogate the ins the clinician tablet displayed one message that said "device stimulation has been unexpectedly turned off. Turn on stimulation on and consider reducing stimulation." When they tried to run the impedance test they got the message "communication with neurostimulator failed." Then the app would force to end the session and reinterrogate. The np tried to turn stimulation on and the stimulation would appear it would turn on but then when attempting impedance checks again they got the "communication failed" message and the stimulation was turned off again. They turned off therapy as directed in the manual and made sure the patient was not in MRI mode prior to the cardioversion. They couldn't enter the stimulation screen and could see the programs. Stimulation kept turning off and the patient had no symptom relief and didn't feel effect of therapy even when the clinician programmer said on. The np res et the neurostimulator and reinterrogated but got the "device stimulation has been unexpectedly turned off" message again. As well as the message "communication with the neurostimulator has failed" and was forced to end the session when impedance tests were run. They confirmed to have changed the clinician communicator batteries. The patient also had a pacemaker from another manufacturer. They would continue to troubleshoot in person the next day. Additional information was received: it was reported that the patient got the message that their ins was completely depleted. They mentioned they recharge regularly without letting their battery deplete per the recharging logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they attempted to re-set the device without success. The plan is to replace the ins and send the explanted one back for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that implant was explanted and returned due to damage from a cardioversion.

Manufacturer narrative:
H3: analysis of the b35300 percept rc implantable neurostimulator (ins) (serial number (B)(6)) revealed that there was abnormal function of an integrated circuit on the hybrid circuit board of the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.